Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified and opening on posterior, observed void >1 mm in non-textured valve-to shell-bond area, and crease flat. Leak test and microscopic analysis were performed which identified a curved sharp opening. A dimensional measurement in the shell was performed which identified the thickness was within specification. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a curved sharp opening on patch bond edge assessed as an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, delamination, and valve leak and/or damage.

Event description:
Healthcare professional reported an unknown side deflation. Additionally, healthcare professional reported left side "particles in valve", "valve delaminated from shell", and "hole in valve." Device has been explanted. This record is for the left side.